Event description:
Information received indicates the head section will not elevate.

Manufacturer narrative:
The technician investigated and found the head section would not move up using the siderails or the manual foot pump. Repairs have not been completed.